Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, they noticed that a portion of the tip was peeled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; "pebax tip detachment was observed".

Manufacturer narrative:
(B)(4). A visual examination revealed that approximately 3.0 cm of the mid portion of the tip is detached exposing the corewire. Evidence of adhesive was noticed on the corewire to indicate proper adhesion. The bumper tip at the extreme distal end is also missing. The od of the device was measured at three locations along the wire and was found to be within maximum od specification. The condition of the returned unit was not fully consistent with the customer complaint. It was initially reported and re-confirmed that there was peeling of the coating observed to the tip of the device. Investigation results indicate tip detachment. The manufacturing process for this device includes testing, inspections and controls to ensure each product meets all material, assembly and performance specifications prior to shipping. Although the exact cause of failure could not be determined at this time, it is probable that clinical factors (tight catheter, use of a metal cannula, advancing or retrieving the device against resistance) may have contributed to the event since the user did not notice any anomaly to the device prior to use; therefore, operational context is the selected root cause for this event. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire".